Event description:
The customer reported that this unit failed the pacer test.

Manufacturer narrative:
The customer reported that this unit failed the pacer test. A philips field support engineer evaluated the unit at the customer site, and replaced the therapy pca to resolve this pacer failure.